Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) - lens vaulting excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 02010 due to excessive vault. The lens was exchanged for a shorter lens, which resolved the problem. Pt's last visit on (B)(6) 2011, bcva 20/25.